Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the fully charged autopulse li-ion battery (sn (B)(4) will not power on the autopulse platform. No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Event description:
During shift check, the customer reported the fully charged autopulse li-ion battery (sn (B)(6) would not power on the autopulse platform. The status leds on the battery shows 4 green lights when removed from the multi-chemistry battery charger. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number 10982 reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan. B5, addititonal informatiom h6 correction, health effect - clinical code and health effect - impact code.